Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. The finish arrows lined up (click 3), the vessel locator wings prematurely retracted, the device popped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. There were no adverse patient events as a result of this incident.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and there was no lot information. We were not able to perform device history record review in this case. A supplemental report will be submitted with any relevant information. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.